Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank. Customer's blood glucose was 3.5 mmol/l. After troubleshooting, display screen did not return, even after battery change. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to moisture damage inside the force sensor resistor. The insulin pump was also monitored for several days and no blank display anomaly noted, however moisture damage was found on the motor and lcd board. Unable to perform self-test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump passed stop current test, run current test and displacement test. The insulin pump had severely scratched display window and cracked case at the display window corner.